Manufacturer narrative:
The device has not been returned as of today. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this device was reported to be non-compliant. The device had declared elective replacement indicator some time ago and was currently in storage mode. Subsequently the device was explanted. There were no adverse patient effects reported. A request for the return of the device has been made.